Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced an overnight low glucose event shortly after starting on the ilet pump, was awakened by an alarm, and self-treated with oral glucose; the cause of the hypoglycemia was unclear and no device-specific component issue was identified. Symptoms included hypoglycemia, hot flashes/flushes, and shaking/tremors. Outcomes included an unexpected medical intervention consisting of medication in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and the medical device problem and device component could not be characterized due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.